Manufacturer narrative:
E1: patient city: (B)(6) patient country: united kingdom. Name: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 8021545.

Event description:
It was reported that the patient faced infusion set tape not sticking event on (B)(6) 2026, due to infusion set fell off during hot weather and patient reported high blood glucose and got treated with pen injection.